Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: (B)(6): user has high glucose value note: manufacturer contacted customer in a follow-up call on (B)(6)2024 to ensure the customer¿s initial concern was resolved- the customer stated he did not need any additional assistance.

Event description:
Consumer had initially called for assistance with using the true metrix air meter. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. The customer does not know his expected blood glucose test result range; customer was just diagnosed with diabetes and the doctor had prescribed insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 10/25/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.